Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-004/serial number (B)(4)/lot number 5144423), being used with the complaint sensor, was returned to animas on (B)(4) 2015. The returned transmitter was visually inspected and no cosmetic flaw was found. Functional testing was performed and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient did not report injury or medical intervention.